Event description:
Complainant alleged that during incoming inspection of the product which had just been serviced by zoll, the device displayed error message code "paddle fault" on the monitor screen, with a known good set of paddles installed. The complainant indicated that there was no pt involvement in the reported failure.